Event description:
It was reported that during implant attempt, while the lead was being introduced, the lobes remained deployed although the retention clip was locked. After several attempts, the lead couldn't be implanted. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): the analysis of the returned device found no anomalies. Visual analysis noted the lead was stretched, blood in the lobes and the retention sleeve has a tear at the clip-on site; however, the retention sleeve is still intact. It cannot be determined at this time, but likely the blood in the overlay tubing restricted deployment. Damaged at implant.